Event description:
It was stated that new fluids ordered and primed, then attached to umbilical arterial catheter. Within seconds of hanging fluids, pump alarmed for occlusion. New kids kit was aseptically placed, continued to have same occlusion alarm. Pumps changed with no resolution. New bag of fluids ordered, and all new tubing and connections reprimed and attached to uac, problem resolved. There were no reported patient involvement and no patient harm.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A1 patient identifier: corrected. H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.